Event description:
"The scd ankle compression pump quit working. It was discovered by biomed, that the power cord near the back of the unit was almost completely burned out. No patient impact or injury related to scd compression unit."